Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "the wrist part of the jaw moves in the other way apart from the console." Failure analysis found the primary failure of failed intuitive motion be related to the customer reported complaint. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The instrument grips exhibited unintuitive motion. The probable root cause of the unintuitive motion could not be determined.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has requested the tenaculum forceps instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument log for the tenaculum forceps instrument (part number 420207-10/ lot/serial number (B)(4) associated with this event has been performed. Per this review of the logs, the tenaculum forceps instrument was last used in a procedure on (B)(6) 2022 via system serial# (B)(4). The alleged instrument had 8 uses remaining after this last usage. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the tenaculum forceps instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was recognized on arm 3; however, the instrument wrist moved in the opposite way from the surgeon's commands. A backup instrument of same kind was used to continue the procedure. The procedure was completed with no report of patient injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tenaculum forceps instrument was inspected prior to use with no abnormality. The unintuitive motion occurred once persistently so the customer replaced with a new instrument. The drape that the instrument was attached to was not returned. There was no patient injury.